Manufacturer narrative:
The account found the wiring on the power plug was wrong. He rewired the plug to repair the bed.

Event description:
The account alleged the loss of ground led is flashing on the bed.